Event description:
My name is (B)(6), I was severely injured from being ran over by a jeep. My left hip and femur were shattered. I suffered head injury, as well as a broken foot. I started having problems between 4 and 5 yrs ago, and currently I have all the symptoms of metal poisoning. I can no longer remember something I did a min ago. As well as my past, I have ringing in my ears, cannot feel my bladder. My thyroid is not working right. I've been put on meds for it, but every time I have had blood work, the meds mg goes up, I'm constantly in pain. My hip is popping and clicking, and moving. It's swollen and stays hot. All of my teeth have fallen out at the gums. I taste and smell metal coming from my body. I have metal poisoning. I know my body. It's so messed up. I no longer have the desire to leave my home. This has ruined my life, and it wasn't supposed to. I no longer enjoy anything cause my life revolves around this. I need help asap. The drs I have treat me like I'm crazy, but they treat the symptoms but not addressing the cause. Please help me.